Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro cannula broke off with dosage issues. The following information was provided by the initial reporter : the needle comes out of its plastic insert after injection with pen resulting in separation and insulin dose is not complete.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter city and state : unknown, reported through (B)(6). Initial reporter zip code : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro cannula broke off with dosage issues. The following information was provided by the initial reporter : the needle comes out of its plastic insert after injection with pen resulting in separation and insulin dose is not complete.